Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that she refused to go to the hospital for the low blood glucose but she stated that she ended up going to the hospital due a not diabetes related. The customer's blood glucose was 28 mg/dl at the time of incident. The customer stated that she got her blood glucose up to 200 mg/dl after turning off the insulin pump. The insulin pump will not be returned for analysis.